Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface (gib) pcb calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed multiple errors and locked up during the boot process. No patient serious injury or death was reported related to this event.